Event description:
It was reported the rigid endoscope telescope exhibited a breakage in the tube section and, a broken rod lens. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external forces, such as impact, or falling/dropping of the device. Olympus will continue to monitor field performance for this device.